Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year two months and seven days a post port placement through right subclavian vein for administration of chemotherapy to treat adenocarcinoma, the patient allegedly developed redness around the port site. It was further reported that the port catheter allegedly fractured and needed to be removed. Reportedly, the port was removed but patient condition was worsened and expired and the cause of death was not provided.

Event description:
It was reported through litigation process that approximately one year two months and seven days post port placement through right subclavian vein for administration of chemotherapy to treat adenocarcinoma, the patient allegedly developed discomfort, redness and fluid leak around the port site. It was further reported that the port catheter allegedly fractured and needed to be removed. Reportedly, the port was removed but patient condition was worsened and expired, and the cause of death was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos or medical records were provided for review. Therefore, the investigation is inconclusive for the reported fractured catheter and subsequent fluid leak as no objective evidence was provided for review. Note that no confirmation of a relationship between the patient death and the fracture and leak in the device can be confirmed with the information available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, device, method). H11: b5, d4(unique identifier (UDI) #). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.